Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient ((B)(6)) with history of atrial fibrillation (afib) underwent an afib/ atrial right-sided flutter ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac arrest (requiring cardiopulmonary resuscitation (CPR)) and ventricular fibrillation (vfib) requiring coronary angiography, cardioversion and extracorporeal membrane oxygenation (ECMO). Near the end of the procedure, when titrating isoproterenol to the patient, the nurse noticed that patient went into vfib via the signals displayed on the recording system. The medical intervention provided was multiple "shocks" to the patient and CPR was started. The patient then was able to cardiovert back to sinus rhythm. The cath lab physician came in to perform a coronary angiography in order to confirm if the patient was having a myocardial infarction. At this point, the patient went back into vfib. CPR was started again, and multiple cardioversions were attempted. Cardiothoracic surgeon arrived, and the patient was put on ECMO. The patient was reported to be in stable condition and was transported to the critical care unit. Prolonged hospitalization was required, the patient still on ECMO one day after the procedure. Patient¿s condition had improved. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition related and that a coronary spasm occurred from drugs given at the end of the procedure. Physician did not attribute the causality of the event to the bwi product. No bwi product malfunctions were reported. A total of 711 cc of fluid was administered to the patient, and a total of 96 ablation lesions were performed. Since this event is life threatening and required intervention and prolonged hospitalization to prevent permanent impairment of a body function or permanent damage to a body structure, then it is to be considered serious and MDR-reportable.

Manufacturer narrative:
Bwi received additional information indicating that the patient had 7 beats of monomorphic vt that then degraded into vf thereafter. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).